Event description:
The event involved set de transferencia con spiros¿ where the customer reported that the device was leaking/dripping carfilzomib medication during patient infusion in the ICU department. It was necessary to remove the set and directly connect the macro set to the solution bayonet. There was no exposure to the medication and harm was not reported as a consequence of this event.

Manufacturer narrative:
The device is not available for evaluation, however, a picture sample is available, but investigation is not yet complete.

Manufacturer narrative:
The reported complaint of dripping could not be confirmed from the photo provided. Without the return of the sample a comprehensive review cannot be performed and a probable cause cannot be determined. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.